Event description:
The device was returned to the manufacturer after it was no longer needed. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose on the circuit board. It was also noted that the power cord bay was broken and the left keyboard hinge was broken.